Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately tortuous and mildly calcified right coronary artery (rca). A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same flextome¿ cutting balloon¿. There were no patient complications reported and the patient's condition was good.